Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, both right atrial and right ventricular leads exhibited loss of capture. The patient was asymptomatic due to issue. Both leads were capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.